Manufacturer narrative:
(B)(4). Concomitant medical product: 630700210, nonporous stemmed tibial baseplate, 1468598, unknown articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02161, 0001822565-2020-02162.

Event description:
It was reported the patient underwent initial knee arthroplasty on an unknown date. Subsequently the patient was revised due to instability, wear, and subluxation. The femoral component, tibial component, and bearing were revised. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
Visual examination of the provided pictures identified fracture/damage in medial side of the tibial plate. Additionally some starches were seen too. The DHR was unable to be performed as the lot number of the device involved in the event is unknown.radiographs were provided and reviewed by a health care professional. Review of the available records identified that an anterior subluxation of the tibia with respect to the distal femur along with narrowing of the medial and lateral compartment suggesting polyethylene wear. A definitive root cause cannot be determined. Per package insert for the natural-knee ii system: dislocation, fracture, and instability are known as adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.